Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with the depth adjustment on his onetouch delica lancing device. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2014 and obtained the following information. It is not clear when the alleged issue began. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. The patient reportedly discontinued testing his blood glucose due to the reported issue. A week after the start of the alleged issue, the patient claimed his blood glucose dropped and he ¿passed out.¿ the patient denied developing any additional symptoms prior to passing out. Emergency medical services (ems) was reportedly contacted. The patient obtained a blood glucose result of ¿below 30 mg/dl¿ with the ems meter. The patient could not confirm treatment received by ems; however, the patient was reportedly given food and/ or drink at the hospital. The patient was sent home later that same day. The correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed he developed a symptom suggestive of a serious injury after not being able to test due to the reported lancing device issue.